Event description:
The complaint/event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in that reportedly contained an unknown black substance within the tubing. The event occurred during priming of normal saline solution. There were no obvious defects noted on the tubing set such as cracks, breaks, holes, cuts, tears, nor any other defects. The tubing was replaced and therapy was resumed. The product was stored in the air-conditioned room in the hospital and was not exposed to extreme temperature conditions. There was no patient involvement and no patient harm.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. A device history record review is pending.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of black substance within the tubing could not be confirmed by the investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.